Event description:
It was reported that pump experienced malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised caller to continue using pump and to call back if malfunction returned, and caller acknowledged instructions.